Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. No root cause can be determined as no samples were received.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or further medical intervention.